Event description:
It was reported that the patient had soreness and pain in the device pocket site. The device was explanted and the patient was doing fine.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0jc9c, implanted: (B)(6) 2014, product type: lead. (B)(4).